Event description:
The user facility reported that during a therapeutic cholecystectomy, the user experienced a total loss of image. The procedure was completed with a different but similar device. There was no pt injury.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval was not able to duplicate the user's report of image loss. The device was functioning as intended. The report is being submitted as a medical device report in abundance of caution.